Manufacturer narrative:
B5: on (B)(6) 2021, the lens was exchanged with a shorter lens and the problem is resolved. Claim# (B)(4).

Manufacturer narrative:
Weight/ethnicity/race - unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, -12.5 diopter into the patient's left eye (os) on (B)(6) 2021. The surgeon reports excessive vault and significant reduction of irido-corneal angles (ica). Reportedly, the lens remains implanted. The cause of the event is reported as device: "lens too big".